Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a high bg (blood glucose) with no symptoms associated with an alleged frequent/persistence occlusion. Reportedly the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient started to receive an occlusion alarm while at school (B)(6) 2017. During that time, the bg was greater than 500mg/dl and read hi on the meter. Injections were started while at school. After school, the infusion set and the cartridge were changed and worked properly. Later in the afternoon, the pump emitted an occlusion alarm again. The infusion set and cartridge were changed out again and around 11pm that night, the patient¿s bg read 390 mg/dl and injections were started again. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 09/14/2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: there were occlusion alarms observed in the black box that were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened and there were no intermittent conditions found on the force sensor circuit. The initial complaint was not confirmed. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.